Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor communication. The patient reported that his recharger was charged fully from the wall. The patient got the reposition antenna screen after the screen blinks twice. The patient reported that the last time he was able to successfully recharge was about 3-4 weeks ago. The patient reported that he turned off his implant and hadn¿t really been charging. The patient reported that he turned off his implant because he had it reprogrammed 3-4 times because he got new pain that the ins wasn¿t helping. The patient reported that he was implanted for pain down the back of his leg but after implant he got a new pain from a disc in his back gone bad. The patient reported that it caused pain down the front of his leg which was worse pain than what he was implanted for. The patient reported that since he was implanted for pain down the back of his legs, the placement of the lead made it, so they couldn¿t target his new pain. The pain was not caused by the device and the deice wasn¿t implanted to treat this new pain. The patient wasn¿t able to communicate with another external device. The patient tried the patient programmer (pp) and got poor communication. The patient was redirected to their healthcare provider (hcp) to address the possible overdischarge. Additional information was received from the patient via a manufacturer¿s representative (rep) on 2018-10-03. The rep reported that the patient let the battery overdischarge. The rep was able to jump him off and reprogram the patient. The rep reported that when reprogramming, it was found lead impedances were all high. The rep reported that the patient reported a fall. The rep reported that the patient couldn¿t get reprogramed due to high impedance. The rep reported that they spoke to the healthcare provider (hcp) and was considering all options. No further complications were reported.